Manufacturer narrative:
(B)(4). The device was returned for investigation. The evaluation is not yet complete. Approximate age of device - 1 year and 9 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted into the emergency center for low flow alarms and several intermittent events between (B)(6) 2017 and (B)(6) 2018 where there were pump stoppages. The manufacturer¿s technical services representative reviewed the submitted log files and observed intermittent low speed hazards and pump stoppages beginning on (B)(6) 2018 at 7:22:46 am to (B)(6) 2018 at 3:00:28 am. The patient was asymptomatic. On (B)(6) 2018, four inches of a distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services representative. However, the pump stoppages re-occurred after the replacement. The patient was placed on ungrounded cable and was discharged on (B)(6) 2018. The manufacturer¿s technical services representative reviewed post repair log files dated from (B)(6) 2018 which showed that the pump parameters and values were all within normal limits. The pump was performing as intended. No additional information was provided.

Manufacturer narrative:
The report of low speed and pump stoppage events can be confirmed based on the submitted system controller log file. The log file, dated 06jan2018, contained approximately 25 days of data, spanning from 12dec2017 23:44 to 06jan2018 08:19, which captured numerous low speed and pump stop events while the patient was supported by the patient cable and power module. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined through the evaluation of the returned driveline. A distal end driveline replacement was performed by a tech services representative on 10jan2018. Approximately 19.5 inches of the external portion/distal end of the driveline was returned. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.